Manufacturer narrative:
(B)(4). Device manufacture dates: september 26, 2012 - september 27, 2012. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow stopped in an lv 2 infusor. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was subsequently performed by refilling the sample with water to its nominal volume. After fill, flow was visually observed at the distal luer. Flow continued without stopping. No signs of flow problem were observed from the sample during the functional test. The evaluation did not confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.